Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300-500 units of insulin during the load sequence. Reportedly, the customer attempting to load the pump with incompatible cartridges. Additionally, the customer re-loaded previously used cartridges with insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer¿s blood glucose (bg) level was 578 mg/dl. A manual insulin injection was administered to address bg. Customer declined further troubleshooting with tandem technical support to resolve the issue and no additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: never reuse cartridges or use cartridges other than those manufactured by tandem diabetes care. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.) Per tandem user guide: only use cartridges and infusion sets with matching connectors and follow their instructions for use. Failure to do so may result in over delivery or under delivery of insulin and may cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Device not returned.